Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7120531/7119517.

Event description:
It was reported that the patient had a methicillin-resistant staphylococcus aureus (mrsa) infection at the spine. Symptoms include discomfort, fever and fatigue. The patient also had difficulty holding the head upright and moving right side of the body. The patient was admitted in the hospital and was given intravenous antibiotics. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and discarded.